Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective ise (ion-selective electrode) buffer valve. The fse replaced the ise buffer valve to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged multiple high erroneous na (sodium) generated on their au681-02e, chemistry analyzer. The erroneous patient results were reported out of the laboratory and later it was amended. There was no effect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide initial and repeat patient results.